Event description:
It was reported that during a surgical procedure, the drill heated up. No delay was reported and the procedure was successfully completed. There was no pt or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.